Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 06, 2020 - may 07, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After two days, the device appeared half full. After two additional days, the device still appeared half full. The device was disconnected from the patient. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.